Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery (lad). The 4.00x15mm nc quantum apex was used for post-dilatation of a non-bsc stent. Upon first inflation at 14atm, the balloon ruptured. The procedure was completed with a different device. There were no reported patient complications and the patient status post procedure was listed as good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).